Event description:
Implantable cardioverter defibrillator shock (approximate) with excessive charge time for device with normal monitoring voltage. Repeat test of capacitor charge time increased from spontaneous shock (23 rec) to (36 rec) at a delivered energy of 30j. No sensing or high voltage lead impedance abnormalities. Implantable cardioverter defibrillator is medtronic 7221 cx. Device explanted on 4/10/1998 with new device placed.